Manufacturer narrative:
Zimvie received one (1) ieha574, (certain bellatek encode healing abutment 5mm(d) x 7.5mm(p) x 4mm(h)) for evaluation. Visual evaluation was performed, there was a screw was stuck inside the implant. DHR review was completed for the subject lot number 1288677. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1288677 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did occur. The screw was fractured and stuck inside the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided h10: d10 - medical product - osseotite tapered certain prevail implant 6/5 x 8.5mm catalog #: xiitp6585 lot #:2120010033.

Event description:
It was reported that the implant at tooth site #3 was removed as it had a fractured abutment screw. Patient had a broken abutment screw that was too deep and could not be removed therefore implant had to be removed.